Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yüksel y, koster la, kaptein bl, nelissen rghh, den hollander p. No difference in component migration at five years between the cemented cruciate-retaining attune and pfc-sigma knee prosthesis: an update of a randomized clinical radiostereometry trial. Bone joint j. 2023 nov 1;105-b(11):1168-1176. Doi: 10.1302/0301-620x.105b11.bjj-2022-0839.r4. Pmid: 37907075. Objective/methods/study data: this randomized controlled trial (rct) evaluated five-year follow-up results comparing cemented attune and pfc-sigma cruciate retaining tkas, analyzing component migration as measured by radiostereometric analysis (rsa), clinical outcomes, patient-reported outcome measures (proms), and radiological outcomes in 74 primary tkas implanted between 2014 and 2015. The cement utilized is unknown and there is insufficient information to determine if the patellas were resurfaced. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk attune femoral component, unk attune tibial tray, unk pfc tibial tray, unk pfc femoral component, unk tibial insert radiological finding(s) and provided interventions possibly associated with unk attune femoral component (qty 1) 1 migration- no treatment provided for this minor injury. Specific quantities of the malfunctions cannot be determined as the article doesn¿t provide sufficient information. Quantity of impacted product(s) will be captured as 1. Radiological finding(s) and provided interventions possibly associated with unk attune tibial tray (qty 1) 1 migration- no treatment provided for this minor injury. Specific quantities of the malfunctions cannot be determined as the article doesn¿t provide sufficient information. Quantity of impacted product(s) will be captured as 1. Radiological finding(s) and provided interventions possibly associated with unk pfc tibial tray (qty 1) 1 migration- no treatment provided for this minor injury. Specific quantities of the malfunctions cannot be determined as the article doesn¿t provide sufficient information. Quantity of impacted product(s) will be captured as 1. Radiological finding(s) and provided interventions possibly associated with unk pfc femoral component (qty 1) 1 migration- no treatment provided for this minor injury. Specific quantities of the malfunctions cannot be determined as the article doesn¿t provide sufficient information. Quantity of impacted product(s) will be captured as 1. Adverse event(s) and provided interventions possibly associated with unk insert (qty 1) 1 infection treated with revision.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: yüksel y, koster la, kaptein bl, nelissen rghh, den hollander p. No difference in component migration at five years between the cemented cruciate-retaining attune and pfc-sigma knee prosthesis: an update of a randomized clinical radiostereometry trial. Bone joint j. 2023 nov 1;105-b(11):1168-1176. Doi: 10.1302/0301-620x.105b11.bjj-2022-0839.r4. Pmid: 37907075. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.